Event description:
Same case as MDR ID 2134265-2013-02017, MDR ID 2134265-2013-02018. It was reported that during an intravascular ultrasound (ivus) procedure automatic pullback failed. While using an ilab cart system, the physician performed an automatic pullback but the motor drive unit did not move. Manual pullback was performed successfully by the physician. The procedure was completed with the same device. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).